Manufacturer narrative:
Report source: other - poland. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device made a sound and had a black display. The device had a faulty main printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit was able to start, but then received an alarm and was not able to blow gases at the start of a procedure. The customer was able to continue the procedure using a similar device and no delay occurred. There were no reports of patient harm during this procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information from the reporter, refer to b5.

Event description:
The failure occurred at the beginning of the procedure. The procedure was completed using a different device. There was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the faulty printed circuit board may have contributed to the failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.